Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection found multiple cuts to both inner and outer insulation consistent with procedural damage. Electrical testing and x-ray examination didn't find any indication of conductor fracture. An internal short between conductor was found due to procedural damage. All damaged noted was due to procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-35473. It was reported that during the implant procedure, the right ventricular (rv) lead and right atrial (ra) lead exhibited unacceptable capture threshold that caused loss of capture. The rv and ra leads was replaced and the procedure continued with the new leads on (B)(6) 2023. The patient was stable throughout the procedure.